Manufacturer narrative:
The product has not been returned to manufacturer. Based on the available information provided by (B)(4) sales organization, the fault can be confirmed but the scenario leading to the damage cannot be reproduced. The instrument was manufactured in 2004 which indicates a certain period of use and out-of-box failure can be excluded. There are no records available whether or not, the product underwent servicing before the incident occurred. A premature damage of the instrument can't be excluded. The possibility of breaking of the ceramic insulation material at the distal end of the instrument is a known problem with multiple initiating conditions possible, and the user is explicitly advised to check the integrity of the ceramic tip before each use. Conditions that may cause damage are explained as well. In 2010 as a preventive action, the material for the ceramic insulation tip was changed to a more durable and higher resistant material, indicated by different color. The problem is known and not only related to olympus' products. Other manufacturers are still producting their sheath's tips from the same material as olympus used before the change and have filed mdrs on the same phenomenon as well.

Event description:
The physician performed a transurethral prostatectomy (tur-p) on (B)(6) 2010. The physician noticed that the insulating portion of the device was missing during cleaning following the procedure. The physician, however, did not examine the patient. The patient had a CT scan on (B)(6) 2010 for another reason. As a result of the CT scan, shadow was found near the bladder. Therefore, the physician performed a cystoscopic examination on the patient, and confirmed that the insulating portion was present in the patient's body. The physician removed the portion from the patient body.